Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lock¿ syringe stopper was misaligned on the plunger. The following information was provided by the initial reporter, translated from spanish: "through the present it is wished to inform that a quality problem was detected in one of the products that it provides us finding that ¿when taking the syringe they noticed the stopper was in bad position and therefore, they did not use it¿".

Event description:
It was reported that the bd luer-lock¿ syringe stopper was misaligned on the plunger. The following information was provided by the initial reporter, translated from spanish: "through the present it is wished to inform that a quality problem was detected in one of the products that it provides us finding that ¿when taking the syringe they noticed the stopper was in bad position and therefore, they did not use it.¿"

Manufacturer narrative:
Investigation summary two photos received by our quality team for investigation. Upon visual evaluation, stopper poorly assembled is observed. A device history review was performed for lot 2221226, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, possible root cause is associated with transfer disc dials. Replacement of the dial of the transfer disc will be implemented, and add to the monthly preventive maintenance order to check dials. H3 other text : see h10